Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that while attempting to implant this right ventricular (rv) lead for left bundle branch pacing, the bundle branch was hit, resulting in right bundle branch block during the procedure. This rv lead was successfully implanted and remains in service. No adverse patient effects were reported.